Manufacturer narrative:
.

Event description:
It was reported that the pt's system was explanted in 2007 due to an infection. No pt symptoms were reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.